Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for her son via phone call for high blood glucose. Blood glucose was 409 mg/dl. Customer reported that she went to his son's doctor and changed the sensitivity on his son's pump. The pump will not be returned for analysis.